Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-05457. It was reported that during an percutaneous transluminal angioplasty treatment procedure, the balloon catheter became stuck on the guide wire. The 90% stenosed target lesion was located in the minimally calcified renal artery. The 300cm journey guide wire was advanced through difficult tortuousity and then a 4.0x20mm sterling balloon catheter was inserted into the patient; however, the 4.0x20mm sterling was unable to cross the lesion. The 2.0x40mm sterling balloon catheter was then advanced and dilatation was performed. Upon removal, the sterling became stuck on the journey guide wire. The devices were removed together as a unit and a kink was noted in the guide wire. The procedure was completed with a different balloon catheter and another of the same wire. There were no patient complications reported and the patient's status is fine.